Event description:
It was reported that the right ventricular lead had decreased sensing over time since implant. An x-ray showed that some of the lead slack had been taken up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, it was noted that the proximal conductor was distorted and had blood/body fluid (not obstructed). The inner insulation was kinked buckled. The inner tubing was kinked buckled. The outer insulation had a cosmetic cut, was breached cut and had a cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix and the lead was stretched. Visual analysis noted that there was apparent explant damage.